Event description:
Roche installed nplh 2.1, npla 4 which fails to include special directions, and has crashed several times and requires roche support to enable the service to working status. Roche management response has been problematic, the suggestion this is know issue was admitted and then denied. Another customer, another hospital is comparing notes and same thing occurred, they are also suggesting data breech for patient data. We are beginning to understand at least 8 roche customers are experiencing this issue that affects production data, basically roche is testing a new product version on live customer data, testing did not reveal these issues because sample data did not match the intensity of normal production. We are being lied too, and would like a request of legal holds as we prepare litigation. Cancel of rent should be applied to npla 4.0, we are being told they have a patch, however they plan in using it on unsuspecting customers. We decline to tell how we know this, we are small hospitals, and are only recourse is this and class action law suits.